Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer's wife called to report that her husband experienced high bg's (greater than 500 mg/dl) while wearing a pod. No pod alarm or any product malfunction was reported. The pod was removed and will be returned for evaluation.